Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 585 mcg/ml at 70.2 mcg/day and dilaudid 15 mg/ml at 1.8 mg/day via an implanted pump for non-malignant pain. It was reported the patient had a pocket infection related to the device and infection symptoms included drainage and erosion. The infection was confirmed and it was noted the patient had the issue for the last month ((B)(6) 2019) but only recently told his healthcare provider (hcp). The rep was notified on the date of this report. It was further reported the pump was to be explanted and replaced on the date of this report. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient¿s weight at the time of the event was unknown. The infected pump and catheter were removed, and a new pump and catheter were placed. The devices were not returned as the doctor said it did not need to be returned and was discarded. No further complications were reported/anticipated or expected.